Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with ectasia in both eyes post treatment on (B)(6) 2015. Original treatment was in (B)(6) 2014. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 -7.00 x -.25 x 45; left eye pre-op 20/20 -7.00 x -.25 x 80. Bcva from (B)(6) 2015: right eye pre-op 20/20 .00 x -.25 x 92; left eye pre-op 20/20 -.50 x -.50 x 160.

Manufacturer narrative:
In initial report the bcva from (B)(6) 2015 was incorrectly reported as being pre-op when in fact is post-op readings.